Event description:
It was reported to philips that the ac power module has failed.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ac power module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The fse ran an operational check and it was normal but the fse will replace the ac power module following the fix for fco86100201a. The ac power module was ordered and once received the fse will replace. The device remains at the customer site and no further evaluation is required at this time.